Event description:
It was reported that during the reprocessing of a da vinci fenestrated bipolar forceps instrument, frayed cables were identified. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was frayed at the distal clevis hub and stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found.